Event description:
It was reported the pt experiences pain and soreness at the ipg site whether stimulation is on or off. The pt received injections to address the issue to no avail. As a result, the pt may undergo surgical intervention.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.